Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0ewzj, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy worked great for 2 years, but then the ¿patient¿s body just decided it wasn¿t going to work anymore.¿ the patient had a loss of therapy which was described as not going to the bathroom; they were implanted to ¿wake up bladder.¿ the patient informed their healthcare professional at this time. It was noted that the ins battery was getting low and the lead was no longer connected to the nerve. The device was explanted, they believe ¿everything was removed,¿ and the patient was started fresh on a trial. It was noted that the trial was to see if they needed a new implant on the left, right, or both sides.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0ewzj, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a healthcare professional. It was reported that both inss and leads were explanted. It was noted the patient was unclear when the low battery and the lead no longer connected to the nerve was first observed. It was noted in december and stated ¿recently.¿